Event description:
The customer contact reported that during testing at the user facility, it was found that the device fan was not turning properly and s233 (overtemperature-psc) malfunction alarm codes were seen in the device history. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was found that the device fan was not turning properly and s233 (overtemperature-psc) malfunction alarm codes were seen in the device history. The probable cause of the s233 malfunction alarm code was a broken device fan assembly. This report represents all the information known by the reporter upon query by hospira personnel.